Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the voyager nc balloon catheter was delivered and inflated; however, it ruptured at 17 atm at the first inflation. The balloon was removed outside, and another company's drug eluting stent was implanted. The procedure was completed. Reportedly, there were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. It is possible that the balloon material was damaged during interaction with other devices, and/or lesion calcification, such that the balloon ruptured during inflation, as no damage was noted during preparation for use. However, a conclusive cause for the reported balloon rupture cannot be determined. In this case, although there is no indication of a product quality deficiency, a conclusive cause for the balloon rupture could not be determined.